Event description:
It was reported that the bd asepto¿ scalp infusion set leaked. The following information was provided by the initial reporter, translated from portuguese: "leaking scalp."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 38833814 and lot number 2209996. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact cause could not be determined at this time.

Event description:
It was reported that the bd asepto¿ scalp infusion set leaked. The following information was provided by the initial reporter, translated from portuguese: "leaking scalp."